Manufacturer narrative:
The field complaint of the transmitter and ac power adapter not having any lights was verified. The visual inspection revealed no physical damage to the outer plastic housing of the transmitter or to the ac power adapter. The prongs were removed, and no damage was observed on the green contact sticks. The unit was plugged into the ac electrical wall outlet and failed to power on. After opening the ac power adapter, burnt components were observed on the main circuit board and on the inner casing. After opening the transmitter, the main pcb board was found to be burnt as well. Due to all the burn damage, the unit could not be plugged into a working ac electrical outlet. High current flow through the ac wall power outlet damaged the ac power adapter causing the no power issue and the burn damage.

Event description:
It was reported that the merlin home transmitter failed to power up and was found to have burnt damages. The transmitter was not used and replaced. There were no patient consequences.